Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation and the tube lock was stuck, preventing the cutter from being inserted to complete the test. Therefore, the reported condition was confirmed. It was determined that the device was frozen due to worn and damaged gears. It was determined that the stuck tube lock was due to a worn and damaged locking mechanism. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterilization, it was discovered that the shaft was locked and the knob was frozen on the attachment device. During in-house engineering evaluation, it was observed that the device had no rotation and the tube lock was stuck preventing the cutter from being inserted. This event was no related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.